Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer generated an error message. Follow-up determined that the error occurred upon power-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error message. Follow-up determined that the error occurred upon power-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a generated error. The link electronic module (lem) to media processing unit connection was secure so the lem was replaced and calibrated. Analysis also found that the printer page advance was not working, that the printer switch cable was pinched and therefore the printer switch cable was replaced. Concomitant products: product ID software analyzer. (B)(4).